Event description:
It was reported that, "dr. Used the fully toothed cutting edge advantage broaches (silver) to prepare the femur for stem. He decided to pressfit the stem, while implanting the stem it stopped about a centimeter from the final seating point. He removed the stem and downsized to a cement 7 but was concerned that the #9 stem was not within specifications and would like it tested to make sure its within specs."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.